Manufacturer narrative:
According to the facility during a procedure the schanz pin broke inside the patient. Per the facility the broken piece was removed successfully and the patient is reported to be doing 'fine'. No additional information is available. The sample is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility during a procedure the schanz pin broke inside the patient.